Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4). The reportable event occurred outside the us and was assessed as not reportable in (B)(6). During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed an error message (sf197). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the single occurrence of a system fault error message (sf 197). Based on all available information and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to water contamination of the pneumatic block. The pneumatic block was replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197). There was no patient injury reported as a result of this incident.